Event description:
During a cardiopulmonary bypass procedure, it was reported that the pump was set to suction, but nothing happened when the user tried to turn the pump on. The pump was changed out and the surgery was completed successfully. There was no adverse consequences reported to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.